Manufacturer narrative:
The prograsp forceps was returned for failure analysis. The instrument was found to have the grip pin dislodged at the distal end. The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the prograsp forceps instrument broke into patient. The customer was concerned about possible fragments falling into patient. The customer had already removed instrument and sent photos to technical support. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to send instrument in for failure analysis. The tse reviewed broken instrument photos, but was unable to prove all pieces to be present. The procedure was completed. Isi followed up with the initial reporter and the following additional information was obtained: the prograsp forceps instrument broke when inserted into the patient. The instrument was inspected prior to be handed to the surgeon. It is unknown whether fragments fell into the patient, but an x-ray was performed in which no fragments were noticed. The staff did not report any resistance when inserting the instrument and the surgeon also reported no resistance when removing the instrument.